Event description:
It was reported that the patient had an atrial fibrillation (afib) procedure on (B)(6) 2013. On (B)(6) 2014, the physician notified bwi that the patient had an esophageal pericardial fistula. The patient is now stable. Additional clarification was requested however, no additional information has been provided.

Manufacturer narrative:
On april 30, 2014, additional information was provided on the event. The atrial fibrillation (afib) procedure occurred on (B)(6) 2013. On (B)(6) 2013 the patient had chest pain and was diagnosed with esophageal pericardial fistula. On (B)(6) 2013 the patient underwent repair of the esophageal fistula and j-tube placement. The patient required extended hospitalization and rehab. The outcome of the adverse event is that the patient fully recovered with no residual effects. The prognosis for the patient is good. The physician¿s opinion on the causality of the adverse event is that it was procedure related. The patient¿s baseline before the procedure was excellent. The generator ¿s serial number was previously unknown. It has now been provided as (B)(4). Model number is m-5463-01. Evaluation summary: (B)(4). It was reported that the patient had an atrial fibrillation (afib) procedure on (B)(6) 2013. On april 1, 2014 the physician notified bwi that the patient had an esophageal pericardial fistula. The patient is now stable. It was confirmed that equipment is not at fault. The customer did not report any malfunction of the system and no service was requested for this device. The device is working within manufacturer specification. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. Concomitant products: carto 3 system; model #: unknown; serial #: unknown. Coolflow pump; model #unknown; serial #: unknown. (B)(4).